Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Product ID: 3889-28, lot# va0exjp, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapeutic effect. There was no known accident or incident related to the event and the symptoms had a gradual onset. The patient was having problems with their bladder system and went in to see their health care provider's (hcp's associate and they didn't understand why the patient was having trouble. The patient was having trouble with their monitor and none of the 4 programs were helping. The patient would have an appointment to see their hcp on (B)(6) 2014. The patient would use each program for a while and 1 of them was supposed to work. The patient went in to see their hcp 3 days ago and was urinating fine but was still having some burning. Sometimes the patient was having overactive bladder syndrome and sometimes they had to catheterize for a couple of days and then it would straighten out. Over the last couple of months, the patient was still urinating but was having once or twice a week occasionally had to self-catheterize and if they kept doing that they would change to one of their other preset programs. The patient would need to catheterize 3 days a week and it seemed that none of their programs were working as well as they had in the past. Whenever the patient called into their hcp stating they needed to be reprogrammed, they were told that a medical assistant who working in the office would program them. The programming was supposed to be 3 days ago and the assistant got the patient's unit out and was aggravated as they felt the patient should be able to handle it. After that appointment, the patient hadn't urinated on their own and they had been catheterizing. The patient was aggravated because they were urinating when they went in there to see if 1 of the programs could be reset, so it would decrease some of the burning and problems. The hcp wanted to know when the patient felt it and the patient did and the hcp said okay and that was it. The patient left and went home and had to self-catheterize thinking that their body had to adjust to it and didn't think much about it. The patient was still catheterizing today and had tried to empty like they had to go to the bathroom and started to urinate and would urinate for 3 to 4 seconds and then it would slow down and stop. The patient would wait to see if it kept going and then had to catheterize. The patient hadn't called their hcp to update them yet as they were having an issue with calling over there as they didn't understand why the patient was having so many issues when it worked for others. The patient didn't think they should be self-catheterizing this long. The patient updated their hcp on all 4 programs being used and was told that it sounded like they needed to be reprogrammed and thought that was what they patient was going to do until they could see their hcp on (B)(6) 2014. The people on the phone seemed to know what the patient needed. The patient was at a setting of 0.9v before 3 days ago but they didn't recall the program. The patient was having abdominal pain and they wanted to talk to their hcp about having a lot of constipation. Right after they were implanted the patient started having constipation back in (B)(6) 2014. The nurse told the patient that most of the patient's go the other way and had good bowel movements and the patient was not. The patient had severe constipation and was using stool softeners and miralax. A problem with the patient programmer was reported and it was reviewed that the warning screen was for changing the aaa patient programmer batteries or the patient couldn't use the programmer. The patient went to get batteries and changed them. The patient didn't have their detachable antenna over their implant and was not being able to adjust stimulation. The patient repositioned the antenna over their implantable neurostimulator (ins) and was on program 4 at 1.5v with the lightning bolt. The patient was asked to hit the navigator key to the right and they were hitting the plus key and went up 1.7v and decreased back down to 1.5v but didn't decrease. The patient scrolled to program 1 at 0.9v and program 2 at 0.95v and then program 3 at 2.3v. The patient wanted to change back to the first program and the patient turned stimulation off on their current program, changed to program 1, decreased the setting down to 0.0v and then turned stimulation back on and increased up to 0.9v. The patient was feeling a lot of stimulation and they decreased down to 0.7v. The patient had an upcoming appointment with their colon hcp about their constipation and they would work on what the patient needed. The colon hcp may or may not be familiar with the stimulation therapy. When the patient's therapy was working fine the patient was fine and if they had to self-catheterize for a day or 2 they had to keep catheterizing and felt something was wrong. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or interventions were reported regarding this event. Further follow-up has being conducted to obtain this information. If additional information is received, a follow-up report will be sent.